Event description:
Additional information was received for this case. It was confirmed that the patient has gluteal muscle claudication on the left side, where a coil embolization was performed prior to stent graft implant. The patient was not active since discharge. The physician stated that this escalated the symptom. Due to the muscle claudication, walking difficulty was confirmed but getting better. The patient will continue to be monitored by the physician.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The delivery system was inserted into the sheath, and the stent graft was deployed following the marking. The stent graft was implanted at the targeted site, but it unexpectedly covered the iliac artery because 1-stent length was longer than the expectation toward external iliac artery. Per the physician this may have been caused by the change in the vessel course when the delivery system was inserted. The physician commented that it is acceptable result because the distal landing zone is short in length so that device must be implanted at almost to the limit part. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).